Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A root cause for the reported event could not be determined through this evaluation. Additionally, the report that the pump was mal-positioned could not be confirmed. The instructions for use lists bleeding, stroke, cardiac arrhythmia, renal failure and death as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The document also explains the preparation, installation and orientation of the sealed outflow graft and the sealed inflow conduit. Additionally, the instruction for use provides information regarding the manufacturer's recommended anticoagulation regime and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s hospital course was complicated by recurrent ventricular tachycardia (vt) thought to be related to malpositioning of the pump. Surgical pump realignment was done without resolution of the ventricular tachycardia. The patient's condition later required veno-venous extracorporeal membrane oxygenation. The patient then developed renal failure requiring continuous veno-venous hemodialysis. Recurrent vt also led to the development of left atrial and right atrial thrombus, and the patient was placed on a systemic heparin drip. The patient's international normalized ratio was subtherapeutic despite heparin and warfarin. The pump function was felt to be normal, however multiple speed changes were made because of near constant pulsatility index events related to changing volume status and hemodynamic instability. The patient ultimately expired on (B)(6) 2015 and the cause of death was determined to be a large intracerebral hemorrhage. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
Approximate age of device ¿ 84 days. (B)(4). The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.